Event description:
Infected right total knee was explanted and replaced with antibiotic spacer. Doctor has been trying to clear up the infection for 6 months. Could not get it under control so he explanted the total knee.

Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device history review: there have been no reported discrepancies for the referenced lot or sterile lot. Complaint history review: there have been no reported events for the lot or sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, pre- and post-operative x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Infected right total knee was explanted and replaced with antibiotic spacer. Doctor has been trying to clear up the infection for 6 months. Could not get it under control so he explanted the total knee.

Manufacturer narrative:
Additional devices listed in this report: cat 5521-b-300, lot hbaja, description: tri ts baseplate size 3. Cat 5510-f-302 lot ecb9m, description: triathalon cr fem comp #3 r-cem. Cat 5551-g-320, lot 32yn, description: triathalon asymmetric patella a32. Cat 5560-s-112, lot m7n04a, description: tri cemented stem 12mmx50mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.